Event description:
It was reported that during the implant procedure, the physician had a difficult time inserting the lead into the header. A new lead was used and the lead could be successfully inserted into the device header. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).